Event description:
The surgeon was drilling in the patient's mouth (right mandible). The drill overheated causing a burn to the patient's lip. During the ostectomy the surgeon noticed the hand piece of the drill became unusually hot. He stopped the procedure only to discover a burn had occurred on the right mucosal surface of the lip associated with this equipment failure.